Event description:
It was reported to philips that the system's 'flexvision' was not working, which can indicate an issue with booting. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. Customer reported to philips the flexvision pc was not working. The complaint did not include further details about the nature of the issue. Philips provided a service quotation to the customer to address and resolve the reported problem. No service action was performed by the philips, since the quotation was not accepted by the customer. To date, no further information was received. The codes were updated based on the investigation outcome.